Event description:
Initial total bilirubin result 2.3 mg/dl. Same sample repeated gave result of 14.1 mg/dl. Different sample from same patient also tested and gave result of 14.0 mg/dl. Initial result was reported. Patient not adversely affected. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.